Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. Physio-control conducted a clinical review of this case and agreed with the customers assessment that determined the device did not contribute to the patient's outcome.

Event description:
The customer contacted physio-control to report that following the successful delivery of a 200j shock to the patient, the device failed to charge to 300j for a second shock. The customer charged the device to 300j again and a second shock was successfully delivered. The customer advised their device had logged an event code in its memory code which is related to a potential failure of the device to deliver defibrillation energy. The patient, a (B)(6) male, did not survive the event. The customer, a clinical education coordinator, advised physio that it was his opinion that the reported issue did not contribute to the patient outcome because of minimal delay in providing the second shock.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that following the successful delivery of a 200j shock to the patient, the device failed to charge to 300j for a second shock. The customer charged the device to 300j again and a second shock was successfully delivered. The customer advised their device had logged an event code in its memory code which is related to a potential failure of the device to deliver defibrillation energy. The patient, a 53 year-old male, did not survive the event. The customer, a clinical education coordinator, advised physio that it was his opinion that the reported issue did not contribute to the patient outcome because of minimal delay in providing the second shock.